Manufacturer narrative:
On aug 14 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On aug 27 2020, additional information was received indicating the left breast prosthesis was found to be intact during explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the patient also experienced deflation on the right side. The explantation date was identified as (B)(6) 2020. This report is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 375cc, catalog number 3501660, serial number (B)(4), lot number 6010987. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc breast implant and experienced deflation on the left side. Deflation was confirmed by physician during an exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.